Event description:
It was reported that while checking the poc columns, the patient noticed dust. The patient was hospitalized due to an oxygen issue. Both of the patient's oxygen concentrators were not working. The inogen team attempted to contact patient for further information three times with no response.

Manufacturer narrative:
The return reason for oxygen error is confirmed since dual feed tube is found cracked and leak from there, which possibly caused when the unit is dropped.